Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient's one touch ultra meter was reported on (B)(6) 2004 to have missing segments on the display. This issue was not resolved with troubleshooting. She was having symptoms of tremors, and blurred vision, but did not test while she was experiencing these symptoms. The last time she had tested was the morning of the report and received a result of 175 mg/dl. She did not receive any medical attention or treatment due to this issue. There is no further clinical information provided. This case is reported as a meter malfunction since the issue was not resolved. A replacement meter was sent to the patient.